Event description:
The customer reported that infusion lines for a picu patient were changed using their ¿new manifold and prime with pump¿ process. The system ran for approximately 40 minutes into a sterile gauze prior to changing out the lines. The infusates were ns at 2 ml/hr; norepinephrine 3.3 ml/hr (proximal port to patient); cisatracurium 0.83 ml/hr (middle port); fentanyl 1.32 ml/hr at (4th port distal from patient); vasopressin 2.31 ml/hr (distal port from patient). Eight-minutes after the line change, the patient¿s blood pressure dropped from 76 to 60. The physician was notified, a bolus of normal saline was administered, and the vasoactive medication infusion rates were increased until the patient¿s blood pressure increased. No long-term patient harm reported.

Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.